Event description:
An altitude alarm was reported by a customer indicating an issue with the pump. There was no adverse impact to the customer's blood glucose level. The customer received tips from technical support to prevent altitude alarms in the future and replaced the cartridge, leading to the pump resuming normal operation.